Event description:
It was reported that the caller requested the part number for the output connector for the external pulse generator (epg). The connector was damaged. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.